Event description:
At the end of a ptca procedure the physician tried to pull out the guidewire, but the tip was stuck. The physician pulled the wire by force and the tip detached. The wire tip remains in the patient.